Manufacturer narrative:
A user facility reported, "the neuro patties (size .5 x .5) in our minor head packs fell apart. The x-ray detectable element came detached from the from the white fibers. The pieces were immediately accounted for and removed from the field." Deroyal industries, inc. Requested return of the device, but it was not available for return. A supplier corrective action request (scar) has been sent to the supplier, medsorb dominicana, s.a. The investigation is ongoing and is not complete at this time. No further information is available at this time. We will provide follow- up report when additional information becomes available.

Event description:
A user facility reported, "the neuro patties (size .5 x .5) in our minor head packs fell apart. The x-ray detectable element came detached from the from the white fibers. The pieces were immediately accounted for and removed from the field."

Manufacturer narrative:
A user facility reported, "the neuro patties (size .5 x .5) in our minor head packs fell apart. The x-ray detectable element came detached from the from the white fibers. The pieces were immediately accounted for and removed from the field." Deroyal industries, inc. Requested return of the device, but it was not available for return. Deroyal reviewed the work order of the device and no issues were found. An inventory check was unable to be performed as there was not any in stock. Because this is a purchased part, deroyal did not have a risk analysis to review. A complaint to sales ratio was conducted between september 2023 to september 2025 and found to be 0.0023%. A supplier corrective action request (scar) will be issued to the supplier, medsorb dominicana, s.a. The supplier reviewed the device history record (DHR) and reviewed a previous similar complaint. Due to the previous complaint, it was noticed that when material thickness variations would occur, the production associates would adjust the horn clearance but fail to verify if the adjustment was within the specified parameters. Within the previous complaint, corrective actions were taken, but this lot was manufactured prior to the implementation of those actions. Root cause: because the sample was not able to be determined, the specific root cause was not able to be determined, however, with the previous complaint, a potential root cause would be that when material thickness variations would occur, the production associates would adjust the horn clearance but fail to verify if the adjustment was within the specified parameters. Corrective and preventive actions: corrective and preventive actions were taken on the previous complaint and would also apply to this potential root cause. This previous complaint number (B)(4) and submitted with MDR # 1060680-2025-00004. These actions included: new horns with welder tips that provide more stability to the material. Additionally, work instructions were updated to mandate the verification of the distance between the horn and the anvil. With complaint specifically, a retraining was conducted for all the operators and supervisors on correct weld setup. Deroyal will continue to monitor for trends around this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.